Event description:
A 6f neuron max 088 catheter (penumbra) supported by a 6f flexor shuttle slip catheter (cook medical) was advanced to the right ica of patient. During the navigation, the physician felt that there was friction present between the catheters. After the neuron max reached its destination the flexor shuttle slip catheter was removed. Upon removal of flexor shuttle slip the physician observed a slime-like substance in the hub of the neuron max catheter. The physician suspected that because of the friction present between the catheters, the coating of one of both of the catheters may have rubbed off. The physician then removed the neuron max from the patient to access the ica with a different method. Later during the procedure, emboli was observed in the distal area of the catheterized ica. The thromboembolic event was symptomatic, leading to subtle hemiparesis and disturbance of speech fluency what both resolved with a week. Final patient outcome was perfect. The physician does not know if there is any relationship between the slime substance that was seen in the hub of the neuron max and the emboli. He believes it was possible that the coating of either the neuron max or the flexor shuttle slip was the source of the distal emboli.

Manufacturer narrative:
Conclusion: based on a review of the case description, we believe it is highly unlikely that the penumbra neuron max 088 produced the substance found in the hub of the catheter. The neuron max, like most catheters, has a hydrophilic coating on the outside of the distal shaft to facilitate trackability in the vasculature. The inside lumen of the neuron max is uncoated, and therefore can be ruled out as a possible source to the slime-like substance. For a substance to appear inside the catheter's hub, it would almost definitely originate from an external source, not the inside of the catheter. Unfortunately, since the device was not saved, and penumbra was not able to evaluate it, the root cause of the problem cannot be fully determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The product met all release criteria and testing requirements when shipped. This MDR is associated with MDR 3005168196-2013-00414. Hospital discarded of the device.